Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator had a ¿malfunction¿ and displayed messages "ventilator -inoperative, est required, and device alert." Additionally, it was reported that the ventilator failed the power on self test (post) with message short shelf test not allowed. The device was available for evaluation. A review of the ventilator logs showed that the device entered into back up ventilation (buv) at the time of the reported event. Te service personnel (sp) inspected the ventilator and performed calibration, extended self test (est) to allow short self test (sst) and to clear the codes and pass sst. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the event could not be determined. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient, this 980 ventilator had a ¿malfunction¿ and displayed messages "ventilator - inoperative, est required, and device alert." The patient was removed from the ventilator, manually ventilated, and placed on an alternate ventilator with no injury. After patient removal, it was reported that the ventilator failed the power on self test (post) with the message short shelf test not allowed.

Event description:
A review of the ventilator logs showed that the device entered into back up ventilation (buv) at the time of the reported event.

Manufacturer narrative:
Section d9 was updated due to additional evaluation with part replacement section h6 evaluation codes were updated due to additional evaluation with part replacement. Conclusion code (annex d) remove d15 and add d02 component code (annex g) remove g07001 and add g02005 section h3 device evaluation summary - was updated due to additional evaluation with part replacement. Medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator had a ¿malfunction¿ and displayed messages "ventilator - inoperative, est required, and device alert." After patient removal, it was reported that the ventilator failed the power on self test (post) with the message short shelf test not allowed. The device was available for evaluation. A review of the ventilator logs showed that the device entered into back up ventilation (buv) at the time of the reported event. The service personnel (sp) inspected the ventilator, performed calibration, extended self test (est) to allow short self test (sst) and to clear the codes and passed sst. Following initial calibration and other troubleshooting steps, the problem persisted intermittently, where customer reported post failure and ventilator inoperative, est required, and device alert, sp replaced breath delivery (bd) power controller printed circuit board assembly (pcba), bd power distribution pcba and mix controller pcba. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the reported issue of the ventilator inoperative, est required, and device alert, at which time the device entered into buv, were isolated in the field to a potential intermittent fault in bd power controller pcba and/or bd power distribution pcba and/or mix controller pcba. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.